Event description:
The customer reported there are no images, system is displaying a temperature sensor failure error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. System operates as intended. (B) (4).